Manufacturer narrative:
(B)(4). Batch # r5778j. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The device opened and closed without any difficulties noted. A batch history record review; a nc was created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process. Video evaluation: one video was provided. The video shows the jaws of a device with a blue reload loaded. The knife indicator can be seen "advance" until the distal end. At 00:15 mark the reverse button is activated but it appears that the knife is not returned to its home position. At point 00:23 the device is fired, but it seems like the device cannot be activated. Based on the video reviewed the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Additional information provided: as the vessel was cut off and with good staple line, the vessel fell off from the jaw, the device was removed from patient. After surgery, our customer report this complaint to our sales, our sales went to the hospital and test the device with our customer, confirmed this issue, pls refer to the video. When customer returned to us, the device fell off on the ground, the device with motor sound, and the blade returned to the home position. So our customer suspect it was internal component connection error.

Event description:
It was reported that during a lung resection procedure, could not return blade. During the radical resection of lung cancer, after fried, could not return the blade when severing the vessel with the stapler and ecr45b reload. Another device was used to complete the surgery. There were no adverse consequences to the patient.